Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient received their stimulator for their leg and foot pain due to their back and it really helped them a lot. They then had an unrelated surgery and kept forgetting to charge the ins. The patient said their stimulator battery died and they couldn't get it to charge. The patient was scheduled to have an MRI but couldn't start the ins by charging it. Their back pain never actually went away and they started having back issues; they had an unrelated surgery in (B)(6) 2017 and after that, the severe back pain started. They had another MRI which showed a lot of scar tissue and a couple other discs were involved. The patient now had even worse back pain and fecal incontinence which they were concerned about. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the representative and the patient were playing phone tag and they hadn't been able to meet. The patient wanted to know if they could still have an MRI even though they couldn't put the device into MRI mode. The patient planned on calling their doctor to see if they could help them. No further complications reported.